Manufacturer narrative:
Tracking #.50000. Ees #.981438/j. D5; h4: info not available. Endopath dilating tip trocar: based on the info received and the visual examination, the instrument could not be tested due to the broken weld of the obturator end cap. The instrument also exhibited cracks along the housing weld zone. No conclusion could be reached as to how the breakage occurred.

Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported the 355sd would not stay armed. Another 355sd was opened to complete the procedure without difficulty. There was no consequence to the pt.